Event description:
It was reported the spring wire guide unravelled during use. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide unravelled during use. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for analysis. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the distal weld and was kinked/distorted in several locations along the body. The distal core wire tip was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. The major kinks/bends in the guide wire body were measured at 68mm and 357mm from the proximal tip. The broken core wire measured 670 mm in length, which is within the specification of 658 - 688 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.853 mm which is within the outer diameter specification of 0.838-0.877 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.